Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device, during drain cycle 5. The programmed fill volume was 1700 ml and ultrafiltration was 1795 ml. This meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passed the homechoice rite functional test and the homechoice rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, use error, tidal uf removal set too low. Pal recommends scrapping the digital board. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A device history review revealed no previous issues were found related to the reported condition during the manufacture of the serial number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).